Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if the malfunction code recurred.